Event description:
Patient undergoing transjugular liver biopsy. During the procedure, the hub of one of the catheters in the biopsy set detached from catheter while in use. Catheter was also difficult to remove from sheath. When catheter was removed, it appeared that a small tip of the catheter appeared to have sheared off. Tip was not in sheath. Small fragment of catheter tip retained in the liver.